Event description:
Boston scientific crm received information that this patient with this pacemaker developed a hemothorax following the implant procedure and passed away. The physician did not believe the device was involved, but was unable to confirm whether the implant procedure could have attributed to the clinical observations. The patient also had chronic lymphocytic leukemia. There is no information indicating if the device was explanted or buried with the patient.

Manufacturer narrative:
There is no further information available to our company at this time. If additional information should become available, this event would be updated as necessary.